Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: the text on the display screen was faint and had a red tint. Unrelated to the complaint, the battery compartment was found to be cracked from the top to the case seal along the left side to the grip pad. Also unrelated to the complaint, the battery cap threads were damaged. The returned battery cap was unable to secure to the pump. Therefore a test battery cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.